Manufacturer narrative:
In a statement by the risk manager, the facility has refused to return the defective tilting head-holder to siemens for root-cause failure analysis. The local service engineer, has taken digital photographs of the defective tilting head-holder and sent the images to the factory for analysis.

Event description:
During a CT examination, the pt, who recently had a surgical procedure on their neck to have an appliance removed due to possible infection, was being positioned supine head-first on the pt table with their head in the tilting head-holder device. During positioning, the tilting head-holder failed under the weight or force of the pt's head. Allegedly, the tilting mechanism released beneath the pt's head. When this occurred, the pt's neck was hyperextended resulting in pain and discomfort at the incision site which was used for drainage due to an infection. The pt was taken to surgery for treatment of the infection. According to the hospital representative, there were no additional injuries related to this event.